Event description:
Meter did not power on. The pt did not experience any symptoms at the time of testing. The pt replaced the battery less than a year ago and meter still did not power on. The pt visited the physician and he replaced the battery and meter still had no power. There is no info on whether the pt was tested in the physician's office or received any treatment. The meter does not power on by pressing the power button. The battery was correctly installed and the battery contacts were in good condition. Customer services is sending the pt a replacement meter.